Manufacturer narrative:
The cause for the differences in patient results between the advia centaur and the alternate ipth assay methods is unknown. The cause for the discordant results may be sample specific. A sample from this patient has been requested for further investigation. No further evaluation of the device is required.

Event description:
A customer complained that advia centaur intact pth (ipth) patient results were lower than other manufacturers ipth assays. Because the physician anticipated an elevated ipth based on the patient's history, they monitored the ipth results before, during, and after parathyroid surgery using the advia centaur and another manufacturers ipth assay. There was no report of adverse health consequences due to the discordant ipth results.